Manufacturer narrative:
Evaluation summary: the defect cmos / led assy replaced.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Description of the incident: failure on the endoscope. Absence of light when handling the angulation making the examination impossible. Immediate action performed: interrupted examination, change of device. Proposal for action: change supplier of endoscopes that pose many problems: image quality, image loss. Led disappearing by angulation, led wire broken. This event occurred at the time of during use. There was no report of patient harm.